Event description:
A reactive advia centaur hav igm pt sample was reported to the physician. The reactive result was also reported to the department of health who requested that it be confirmed. It was sent and the hav igm result was non-reactive. Pt treatment was not prescribed or altered. There was no report of adverse health consequences, due to the discordant hav igm results.

Manufacturer narrative:
The cause for the discordant advia centaur hav igm result is unk. No further eval of the device is required.